Event description:
Pulmonetic systems, inc. Received a call from a representative of facility on 08/29/02. The representative reported the following problem: clients family member states audible alarm and no led lights, screen went blank then would not turn on.